Manufacturer narrative:
The following corrections were made to this medwatch report: hospitalization removed; required intervention added. Added report sources patient coding and device coding revised.

Manufacturer narrative:
An (B)(6) male with history of hypertension, hyperlipidemia, peripheral vascular disease, coronary artery disease, and prior percutaneous coronary intervention (pci) to target vessel, was admitted for stable angina. Coronary angiography showed >50% stenosis at mid left anterior descending (lad), and no left main disease. Patient was enrolled in cobra reduce trial and received a cobra pzf stent at the site of stenosis without pre-dilation or post dilation. At 6 months post procedure, patient presented with dyspnea and (B)(6)heart association ((B)(6)) iii, coronary 2 vessel disease with good systolic left ventricular ejection fraction ( lvef), and history of moderate stenosis of the distal right coronary artery (rca), persistent atrial fibrillation, moderate sclerosis of the left common carotid artery and of the left internal carotid artery. During surveillance angiography for another lesion, a subacute asymptomatic high-grade in stent restenosis was detected at the mid lad. It was successfully revascularized with pci using a drug eluting stent. The investigator considered the event possibly related to the study device. Restenosis is an anticipated issue after pci and the cause of it is difficult to determine whether it is specific to reduced device efficacy or disease progression. Restenosis is undoubtedly multifactorial. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. The review of the device history record indicates that the device met its pre-determined manufacturing specifications.

Event description:
Asymptomatic high-grade restenosis detected at surveillance angiography (for another lesion). Successfully treated with percutaneous coronary intervention (pci).